Event description:
Reference number (B)(4). Event occurred in the spain. Patient reported infusion set was cannula was kinked. The infusion set was in use for few hours, no further information available.